Event description:
A piece of the endotracheal tube holder broke and was found in the esophagus. The piece was approximately < ½" wide and < 1" long. It was removed without incident. There was no harm to the patient.